Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was received fractured. There was not impact on the patient, it was not used. Attempts have been made an no further information has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g4, g7, h1, h2, h3, h6, h10. The complaint is confirmed. Visual examination of the returned product identified wear and tear due to repeated use for more than 17 years. Also, it was confirmed that the post feature and the posterior of the locking screw hole has cracked. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The root cause of the reported issue was due to repeated use of this instrument over its almost 17-year field life; which causes wear and tear to the instrument and led to fracture. Per package insert instrument/ provisional use and care inspect all instruments/provisional carefully prior to each use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.